Event description:
During a stenting procedure in the superficial femoral artery (unknown left or right side) using a contralateral approach, the smart control stent was prematurely deployed in the introducer sheath. There was heavy calcification and vessel tortuosity, with 100% stenosis. There was no adverse consequence to the pt. There was no loss of wire position, but it is unknown how the procedure was completed. As per the reporting affiliate, no additional pt or procedural information is available. The product has been returned for evaluation testing, however, the engineering evaluation has not been completed.